Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise caused two inappropriate shocks. An rv lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted that analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).